Event description:
It was reported that a spectrum pump turned off. This occurred upon power up in the "medicine area". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation observed a dried liquid substance on the back flex battery contact pin. The pin was fully depressed/jammed and unable to make contact with the battery pin. A review of the event history log revealed multiple 'improper shutdown' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the depressed battery pin. The back flex battery contact pin will require cleaning to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.